Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-07324) .correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the asymptomatic patient presented to clinic and excessive battery depletion nearing eri was observed. Two months prior the battery was within normal range. Device replacement was scheduled. The device was explanted and replaced.